Manufacturer narrative:
The x-ray system maintenance records and examination by service personnel indicate that the system was in good working order and had not been modified in any way. The x-ray system involved in this incident was serviced on march 05, 2008, and no defects were noted at that time. Neither were any defects reported by the customer prior to the reportable event. The system was inspected on april 17, 2008, and found to be in good working order. Safety (collision detection) sensors were in-place and operational. Labeling (user manual and service manual) for the device was on-hand. It appears that the incident is the result of improper use by the operator. System allows motorized movement of the c-arm (detector and x-ray tube). User and service manuals clearly indicate that system movement should not be performed when patients are in proximity to the device, this and other safety topics are also covered during operator training. The system does include collision detection safety sensors but it appears that the alleged impact with the pt occurred in an area of the system not protected by sensors. Owner of the system has not cooperated with MFR in the investigation of the event. Specifically, the owner has refused access to both the operators and pt involved in this incident; therefore, MFR is unable to make additional conclusions regarding the event. Further, the MFR is unable to evaluate possible revisions that might be warranted in order to prevent a reoccurrence of this or similar events. No remedial action, corrections, or removals are contemplated at this time. The device identified in this report is no longer manfuactured. The data available do not indicate a defect in the device or its design.